Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The device was explanted and replaced due to potential premature battery depletion. The patient was stable with no adverse consequences. Additional information was requested but not yet received.